Manufacturer narrative:
This is 3 of 3 mdrs associated with this event. Please also see MDR numbers: 2242816-2011-00105, 2242816-2011-00106.

Event description:
It was reported that during the procedure, it was identified that for two of the implanted screws, the screw heads became detached from the screw shaft. The two screws were removed and replaced. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
This is 1 of 3 mdrs associated with this event. Please also see report numbers: 2242816-2011-00105 supp 1, 2242816-2011-00106 supp 1.